Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The reporter stated the patient is having reoccurring issues with labile blood sugars. The patient was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report, detailing the results of the evaluation once it is completed.